Event description:
It was reported that the pilot balloon is inflating but the cuff is not. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. Five images were provided. Based on images provided, the condition reported in complaint is visible, however, this does not assure us that there is still a failure of the process. The failure mode cannot be confirmed. A sample is needed to perform a further analysis. Images provided don't prove that root cause can be attributable to manufacturing process, therefore no root cause can be assigned. No action can be taken.